Event description:
A customer reported to baxter (B)(4) of an interlink continu-flo set in which operator observed a leak on the tubing at the roller clamp site right after the operator purged the air when the roller clamp was rolled open. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. The device used in reported condition is unknown; therefore, it does not have a us 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an interlink continu-flo set in which operator observed a leak on the tubing at the roller clamp site right after the operator purged the air when the roller clamp was rolled open, was not confirmed during sample evaluation. Actual sample was returned for evaluation at the plant. Visual inspection and underwater leak tests were performed finding no abnormalities in the reported set. The reported set was working within specification. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.